Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's system triggered lead safety switch (lss) which indicates an out-of-range (oor) impedance measurement. Also, noise was noted with isometrics and when patient was sitting. However, when the patient was interrogated, impedance measurement was within range of 490 ohms. Boston scientific technical services (ts) reviewed and noted rise in impedance to 800 ohms seven months ago and went down to 500 ohms. Ts discussed troubleshooting options. Additional information indicated that the low impedance was noted at 180 ohms. An impending insulation breach was suspected however the cause wasn't conclusively determined. Further, patient was scheduled for a follow-up check at a future date. The system remains in service. No adverse patient effects were reported.